Manufacturer narrative:
An event of hemodynamic compromise and reduced right ventricle compression after the sizing balloon was decompressed was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instruction for use, artmt100092312 revision a " this device was sterilized with ethylene oxide and is for single use only. Do not reuse or resterilize this device."

Event description:
On (B)(6) 2020, a 12/10mm amplatzer duct occluder was selected for implant using a 7f amplatzer torqvue delivery system (ds) to close a fistula, aware this is an off-label use. However, the occluder was not released because it did not remain seated when tugged. The device was removed from the patient and the physician decided to re-measure the fistula with an 18mm amplatzer sizing balloon. The fistula measured about 14mm and the sizing balloon was decompressed. However, the patient became severely hemodynamically compromised and had reduced right ventricle compression. The sizing balloon was re-inserted and re-inflated to block the shunt and the patient regained hemodynamic stability. A 16mm amplatzer muscular vsd occluder was selected for implant using a 9f amplatzer torqvue ds to close the fistula; the physician is aware this is off-label use. There was significant resistance when inserting the delivery sheath. The 16mm occluder was successfully implanted. The patient was hemodynamically stable at the end of the procedure and moved to the ccu for observation. The patient is reportedly stable.